Event description:
The complainant had an impella cp placed to support the patient admitted in with st-elevation myocardial infarction and pulmonary edema. The pump site had an ooze that did not require intervention. The pump was explanted on the second day of support with concerns for hemolysis.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received indicating that the patient did not experience oozing as initially reported.

Event description:
A 69-year-old male with acute myocardial infarction complicated by cardiogenic shock required impella cp support. The device was implanted percutaneously via the femoral artery on day 1 and then patient was transferred for continued care. Day 2: the patient was stable on p-5 with inotropes. Suspected hemolysis was noted. The clinical team elected to watch and wait and provided intravenous fluids; hemolysis improved under this strategy. When the impella is malpositioned, such as when the inlet is too shallow or too deep, the device cannot maintain proper inflow¿outflow alignment, leading to reduced support, suction events, and increased risk of hemolysis, the treating physician may have not follow best practices. The impella cp was successfully weaned and explanted on day 2. The presence of hemolysis played a role in the removal decision. The patient was discharged from ICU and returned to first hospital in stable condition. Post-event update: later in the first hospital , fresh access-site oozing was observed. Hemoglobin was 69 g/l and 1 unit of blood was transfused; subsequent hemoglobin measured 74 g/l. The groin was redressed and continued observation was planned. No further complications were reported. Outcome: successfully weaned from impella support; survived to explant. The hemolysis and access-site oozing occurred during/after impella support and are therefore device-associated by timing. Hemolysis is a known potential adverse event of impella support and may be influenced by physiologic loading conditions, anticoagulation exposure, and the underlying severity of illness; in this case it improved with intravenous fluids and did not require device revision. The complaint of hemolysis was noted as a serious injury; however, hemolysis is a known potential complication of impella use and was managed.

Manufacturer narrative:
B5 narrative and h6 codes were updated.